Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addrl1 ipg, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with multiple episodes of near syncope. Intermittent asystole was noted when the patient turned their neck to the right or raised their right arm. Interrogation revealed an impedance spike on the right ventricular (rv) lead, as well as high impedance and noise with pacing inhibition with left arm movement or turning of the head. A polarity switch was also indicated. A lead fracture was suspected. A temporary rv pacing lead was placed. The rv lead was eventually partially explanted and replaced. No further patient complications have been reported as a result of this event.